Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact on the customer's blood glucose level. Tandem technical support instructed the caller to perform various troubleshooting steps, which included disconnecting the tubing, delivering a bolus, and replacing the cartridge. Despite these efforts, an occlusion alarm recurred, and it was determined that the cartridge was at fault. The customer customer changed supplies.